Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that a lot of resistance was felt upon advancing in the sheath. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was selected for use. During the procedure, it was noted that there were a lot of resistance upon advancing in the sheath. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed balloon pinhole.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 25mm proximal from the distal markerband. The recommended introducer sheath size for this device as per label specification, is minimum 5fr sheath. The sheath used by the customer was not returned for analysis. The investigator was unable to fully apply a vacuum to the device due to the pinhole leak and was unable to fully deflate the balloon to advance it into the introducer sheath. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.